Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide the lot numbers for vcp772d used for this patient. Vcp772d; kh2756. What was the result of culture of chest infection site? Staphylococcus aureus infection what is the current condition of the child? Unknown was any medical or surgical intervention performed on this patient? Wound clean and re-sew wound.

Event description:
It was reported that the pediatric patient underwent balloon dilatation of pulmonary artery on (B)(6) 2016 and suture was used to close the subcutaneous. Following the procedure, the patient experienced infection with staphylococcus aureus. The patient underwent wound cleaning and re-sewing of the wound. The patient has been discharged. Additional information has been requested.